Manufacturer narrative:
Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Could not determine which manufacturing site made the product. Complaint will be re-opened if any additional information is provided.

Event description:
No additional information.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # unknown, batch # unknown. It was reported that the bd syringe had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Staff: thank you for writing an icare on this product failure. This is a follow up report out to the vendor; bd. Please add any additional information known about the product failure below. Icare: (B)(4) ¿target: full med amount administered to patient. Actual: aminophylline syringe leaking at connection to clave. Noticed once 0.5ml was infused, disconnected and reconnected syringe and it continued to leak. This was just after line change. Gap: syringe/hub connection faulty. Placed syringe, hub, and medline in managers mailbox.¿ standardized specific event type/sub-type and primary/secondary/other location(s) (to reflect the process and problem owner) for tracking purposes. The impacted items were quarantined. It sounds like the syringe and/or maxzero hub may have been faulty. While the maxzero is provided by sco, I am not certain whether pharmacy or sco purchased the impacted syringe. 1. Are you able to provide the date of event in format dd-mmm-yyyy? 19-12-2024. 2. Are you able to provide the batch/lot number? Unknown. 3. Was issue being described noted before, or during used? During use. 4. Was there any patient involvement? Yes. 5. Any adverse events or serious injury reported to patient or healthcare professional? No. 6. What was the patient outcome? Unknown. 7. Was there any delay of, or change in, the course of treatment due to this event? No. 8. What procedure was being performed? Infusion of IV medication. 9. What medication was used in the procedure? Aminophylline. 10. Was there any medical intervention due to this event? No. 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. Yes.